Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the rn called for help troubleshooting the arterial pressure (ap) waveform. Per the rn, had perfect waveforms and then repositioned the pt (pt.); now has no ap waveform. Both the central lumen a-line and fiberoptix sensor (fos) were flat and occasional intermittent. The rn stated that they changed cables, transducers and repositioned the pt and still can't get an a-line waveform. The pump (serial number (B)(4)) is currently pumping in autopilot mode. The pt is stable with a good cuff pressure in normal sinus rhythm (nsr). The fos status is okay, light bulb is green. The rn told the clinical support specialist (css) that she had previously flushed the a-line. After attempting to aspirate, there was some resistance noted. The fos was disconnected and reconnected with no change. Manual calibration was attempted. The pt's map had been in the 90's, map cal is displaying 42 and would not manually adjust. Fos was connected to another pump; a black light bulb and no audible tones were heard. Various troubleshooting on both a-lines was attempted. The css explained to the rn that most likely the catheter is kinked or the catheter could be displaced. Since both a-lines were lost simultaneously, this most likely occurred when moving the pt. The css suggested that they get a chest x-ray to verify placement and call the doctor to request an add'l a-line be inserted. The css explained that the pump is in (B)(6) timing and discussed what this meant hemodynamically for the pt. The pt is currently stable. Add'l info rec'd on (B)(6) 2011 from the hospital contact stated that per the rn, the pt did receive a chest x-ray. The intra-aortic balloon (iab) was kinked and the md repositioned the catheter. The ap waveform returned however, the fos did not. Side port a- line was used. The md removed the iab and inserted another iab into the same insertion site, left femoral artery. The pt outcome is fine.